Event description:
Pt arrived to sicu from cvor with vasopressin, levophed, and dopamine infusing into rij central line. Phenylephrine stick inline, being pushed by dr (B)(6). Transferred to philips monitor, see vs flow sheet for vital sign trends. I/o's documented on levophed and vasopressin upon arrival to sicu. Report from anesthesia. Cell saver hand squeezed into pt. While IV pumps changed to "old" baxter pumps (per ICU policy). Within 10 mins of changing pumps, pt's bp trending up and vasopressors weaned. Levophed bag noted to be nearly full. This rn pulled (B)(6), charge rn to bedside to discuss sudden trend in bp. Safety stop called per (B)(6) on "new" baxter pumps. This rn called (B)(6), pa-c for dr (B)(6) and updated with above info. UDI - not recorded.